Event description:
Complainant alleged that while attempting to pace a pt (age& gender unk) the device did not have stimulus markers in pacer mode and was unable to pace. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.